Manufacturer narrative:
(B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Could you please confirm if the nurse forgot to unlock the reservoir or the reservoir could not be unlocked? It is unknown which is correct. No further information will be provided. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date and a reservoir was used. Post op, in the ward, the reservoir was not unlocked, and negative pressure was not applied. It is unknown whether a nurse forgot to unlock the reservoir or the reservoir could not be unlocked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.